Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("right side pain") and deafness ("loss of hearing") in a 51-year-old female patient who had essure (batch no. 675115) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, migraine and appendicectomy. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), vertigo ("vertigos"), asthma ("asthma"), abdominal distension ("swollen abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), migraine ("migraine"), constipation ("constipation"), headache ("migraine and worsened headaches"), amnesia ("loss of memory since the placement of essure") and hot flush ("hot flushes"). The patient was treated with surgery (bilateral cornuectomy - both essure implants removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, deafness, asthma, abdominal distension, fatigue, arthralgia, migraine, constipation and amnesia outcome was unknown and the vertigo, headache and hot flush had resolved. The reporter provided no causality assessment for abdominal distension, amnesia, arthralgia, asthma, constipation, deafness, fatigue, migraine and pelvic pain with essure. The reporter considered headache, hot flush and vertigo to be related to essure. The reporter commented: persistant pelvic pain rather on the right side with a maximum score at 5/10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: the adverse events started after the placement of essure. Two months after the removal of essure, regarding the adverse events potentially related to essure, hot flushes (new event added), headaches and rotary vertigos resolved. Medical history section was also updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-dec-2017. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("right side pain") and deafness ("loss of hearing") in a (B)(6) female patient who had essure (batch no. 675115) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), vertigo ("vertigos"), asthma ("asthma"), abdominal distension ("swollen abdomen"), fatigue ("fatigue"), arthralgia ("joint pain"), migraine ("migraine"), constipation ("constipation"), headache ("migraine and worsened headaches") and amnesia ("loss of memory since the placement of essure"). The patient was treated with surgery (bilateral cornuectomy - both essure implants removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, deafness, vertigo, asthma, abdominal distension, fatigue, arthralgia, migraine, constipation, headache and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, arthralgia, asthma, constipation, deafness, fatigue, headache, migraine, pelvic pain and vertigo with essure. The reporter commented: persistant pelvic pain rather on the right side with a maximum score at 5/10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jan-2019: case (B)(4) (MFR# 2951250-2019-00398) was identified as a duplicate of this case. Case (B)(4) will be deleted. Both essure implants were removed. Bilateral cornuectomy was performed. The defective sample was not available. Patient's age added. New events added: migraine and worsened headaches and loss of memory since the placement of essure we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.